Event description:
It is reported that the device was implanted in 1993. The site reports that at 15 years post-op, patient has a complication of nerve deficit, and 3mm poly wear on the operative knee. Patient is tolerating the complication, no revision is planned.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.